Event description:
It was reported that a home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during drain 4 of 8, while the hp was connected. The caller had disconnected from the hc machine without pressing the stop button and then reconnected. The technical service representative (tsr) explained the alarm and assisted with clearing the alarm by cycling the power. The caller was going to start the therapy over with all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a system error 2240 alarm, where the patient had disconnected and then reconnected to the homechoice and did not press stop. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. It provides step-by-step instructions for properly disconnecting during emergencies and step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.